Event description:
The customer reported that the pump had an alarm. It was indicated that the customer was taken to the e.r. For high bgs the day before the call. The customer has been receiving the alarm all day. The customer feels sick to their stomach and has abdominal pain. The customer tried to correct high bgs but the alarm continued. The customer was not feeling well enough to troubleshoot the pump. Instructed the customer to change the set and contact md for manual injections.